Event description:
Same case as: 2134265-2009-01171. It was reported that during a coronary drug eluting stenting treatment procedure, a pt death occurred. The pt presented to the emergency room with acute myocardial infarction (mi) simultaneous with a cerebrovascular accident (cva) /stroke. The pt went to radiology first for an arteriogram. The pt arrived in the cardiac cath lab with "tombstone st segment elevation". Angiography showed an occlusion of the right coronary artery (rca). The physician performed ivus, which revealed significant plaque in mid rca. While performing ivus, the pt's blood pressure continued to decrease and CPR was initiated. The pt was bleeding profusely out of her mouth and nose. CPR was initiated. A 3.50x24mm taxus liberte drug eluting stent was deployed in the mid rca and an intra-aortic balloon pump (iabp) was placed. The pt was completely unresponsive to the whole procedure and subsequently went into respiratory distress/arrest. The pt was intubated, a temporary pace maker was inserted, and CPR was continued. Ventricular tachycardia was noted. Multiple defibrillation attempts were unsuccessful. Medications given include: heparin and amiodarone. The pt was given tissue plasminogen activator (tpa) prior to arriving in the cath lab. Post the procedure, upon review of the cine, the physician identified an air embolism. The 'y' adapter of the advantage 26 was being used along with extension tubing and another manufacturers manifold device at the time during the procedure when the air was identified on the cine. It is not known where the air leak originated, but it is felt that the leak may have occurred while injecting contrast during the 'crash', injecting air into the pt. The cause of death was reported as cardiac arrest secondary to an acute mi, massive cva, and gastrointestinal bleed. There was no autopsy performed. The physician maintains the cause of death was not caused by any of the bsc devices used.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.